Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination of the target lesion. During preparation, flushing could not be performed due to excessive stiffness during pullback. Using a non-boston scientific syringe did not improve the flushing performance, and air removal could not be achieved despite multiple attempts. The device was discontinued, and the procedure was completed another of the same device. No patient complications were reported.